Event description:
It was reported that "c-taper femoral head did not lock on to a c-taper femoral stem. New femoral head was opened and implanted w/o incidence."

Manufacturer narrative:
Add'l info has been requested an if rec'd, will be provided in a supplemental report.